Event description:
The customer reported a leak at the blood sampling valve (bsv) of the coulter hmx hematology analyzer with autoloader. The customer indicated that 40 ml leaked and was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat and no exposure or injury was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. A beckman coulter field service engineer (fse) was dispatched and discovered a cut and leak at the tubing through pinch valve pv43. The fse replaced the tubing which resolved the leak. Repair was verified per established procedures and results met published specifications. Pinch valve pv43 opens the drain path from low vacuum and waste chamber vc1.

Manufacturer narrative:
(B)(4).